Event description:
It was reported that the pump became frozen and the customer was unable to clear it. During troubleshooting with tandem technical support, the customer was able to clear the notification and resume insulin delivery. There was no reported impact to the customer's blood glucose levels.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.